Event description:
It was reported that during a transcatheter heart valve procedure, the valve was loaded and fluoroscopy revelad an infold up to node 1. The valve was deployed and recaptured. After the first recapture and a second attempt to position the prosthesis, an infold was observed. The valve was recaptured and removed. A new valve was successfully used for implant. Additional information was received to report the valve was recaptured due to a deep position in the left ventricular outflow tract. Per the physician, there were no patient factors that contributed to the infolded valve. A procedural delay was noted due to the loading of a new system.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H3. H6. An eval code method was added. Product analysis: the valve was not returned to medtronic for product analysis. No fluoroscopic inspection images or computed tomography images were submitted for review. Without fluoroscopic inspection images for review, medtronic cannot confirm or deny the valve was loaded properly. Additionally, the executive study was not provided for anatomical considerations. However, one procedural image was submitted to medtronic for review. Upon review of the procedural images, evidence showed an infold which appeared to run up the side of the valve frame. An infold is an inward fold or crease in the valve frame identified as a dark line under fluoroscopic inspection. Per medtronic best practices, if an infold occurs and the patient's conditions allows, the valve should be recaptured, the system should be withdrawn from the patient, discarded, and replaced which was the case during this event. The new system successfully implanted the second valve. The investigation remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was loaded and fluoroscopy revealed an infold up to node 1. The valve was deployed and recaptured. After the first recapture and a second attempt to position the prosthesis, an infold was observed. The valve was recaptured and removed. A new valve was successfully used for implant. Additional information was received to report the valve was recaptured due to a deep position in the left ventricular outflow tract. Per the physician, there were no patient factors that contributed to the infolded valve. A procedural delay was noted due to the loading of a new system.

Manufacturer narrative:
Corrected data: e. Initial reporter first name was inadvertently omitted from supplemental 001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012569188); product type: 0195-heart valves. Patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was loaded and fluoroscopy revelad an infold up to node 1. The valve was deployed and recaptured. After the first recapture and a second attempt to position the prosthesis, an infold was observed. The valve was recaptured and removed. A new valve was successfully used for implant.

Manufacturer narrative:
Updated data: d9, h2, h3, h6. Product analysis: the valve was returned and loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state with the frame slightly distorted. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were dehydrated, stiff yet slightly flexible. As received, all leaflets appeared dehydrated and in a partially open position. A large gap was observed between the free margins. All commissures appeared intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded; however, retained a compressed state. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged event of frame infolding cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.